Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the clinician stated upon placement of the central line, the guide wire crinkles when inserted. This was noticed starting on (B)(6) and occurred in both male and female patients ranging from mid 30's to upper 80's. The catheters were being placed into the pt's jugular and femoral sites. This occurred when the catheter was being advanced over the wire. As a result, new kits were used along with new wires and the catheters were placed successfully. They do not know if this caused any delays in treatment and there were no patient deaths or complications reported.